Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021, nurse struggled to load symphony screw. Despite multiple attempts the screw would not load correctly and when loaded onto the screw driver, the screw shaft repeatedly loaded on a offset angle and not load straight. Surgical team queried if the screw was faulty. Procedure was completed successfully with five(5) minutes of surgical delay. This report is for one (1) 4.0 ply scrw 3.5x16. This is report 1 of 2 for complaint (B)(4).